Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii did not deploy the second anchor, the button became stuck. The first anchor was removed, and the case was completed using another ar-4501 meniscal cinch ii. This was discovered during a meniscus repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Visual evaluation did not show the presence of sutures or anchors. Both anchors were deployed on the device no problem was found.